Manufacturer narrative:
Note : also see 2017865-2017-07126 for report of noise resolved by programming. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to inappropriate mode switch was observed on the atrial lead. The noise was reproducible with isometrics. Previously reported noise had been addressed by reprogramming. No programming changes were requested by the physician on this occasion. The patient was stable. The patient was to continue with regular follow ups in clinic.